Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod coils (pod) and a non-penumbra microcatheter. During the procedure, the pod coil would not take its intended shape within the target vessel. Subsequently, the physician tried advancing and retracting the pod coil multiple times; however, the pod coil unintentionally detached within the microcatheter. Therefore, the pod coil and the microcatheter were removed. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.